Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(6).

Event description:
A customer contacted global technical services regarding a check your position alarm that appeared on the homechoice (hc) unit during fill 1. The home patient (hp) reported there was air in the patient line due to a closed clamp. The technical service representative assisted the hp with ending therapy. The hp will restart with new supplies. No injury or medical intervention was reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws locked on the cystic duct. It did not open manually. The surgeon had to pry open the firing trigger to remove. There was no tissue trauma reported. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality and it fired 7 clips conforming and 2 malformed clips due to an advancer bypass. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The final quality release criteria were met before this batch was released for distribution.